Event description:
Reporter indicated that during an office visit, a patient complained of "left neck pain". Physician ran a systems diagnostics test which resulted in a high lead impedance reading indicating a possible device malfunction. Revision surgery is scheduled. No serious injury was reported.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.